Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 78-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hematuria noted in the foley. Good pump position was confirmed via imaging. The post-procedure outcome is unknown. While on support, the device functioned at p-6 at 2.8l/min as intended with d5w sodium bicarbonate in the purge solution. Bleeding (hematuria) is a known risk due to the impella's anticoagulation and purge requirements and can be attributed to traumatic foley insertion.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This MDR is submitted to correct information previously reported in d6a (implantation day, month and year).

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction (hematuria) : the root cause of the injury was not determined due to insufficient clinical details.